Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer believes the device was dropped, and now has several error messages (shock equipment malfunction, charge/shock errors, service equipment) there was no patient involvement.